Event description:
Allegedly revised scheduled due to broken neck, more information to follow.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).